Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had both the random access memory and flash copies of current user settings are corrupt alarm and insulin squirt out during manual prime. Customer was disconnected during prime. The customer¿s blood glucose was 121 mg/dl at the time of the incident. The customer indicated the drive support cap was damaged and sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disc. Unable to verify alarm due to loose drive support disc.